Event description:
It was reported the patient was not receiving adequate coverage and was experiencing auto-reducing. An impedance check was performed and revealed invalid contacts. X-rays were taken and no anomalies were found. Surgical intervention will be undertaken to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.